Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn-out, loose and no longer in axial alignment, which raised the temperature of the device above specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during pre-surgery, it was observed that the attachment device was not functioning. There were no delays to the planned surgical procedure. It was not reported if there was a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.